Event description:
Dr. Carlton savory revised a mgi knee prosthesis. Diagnosed with a failed metal backed patellar component. The operative sight revealed a black sludge, broken patellar component and a scratched femoral component. Carbon reinforced polyethelyn was obviously inserted during primary surgery. Dr. Had photos taken for hughston sports hospital referrel study. A all poly patellar, mgi cobalt-chrome femoral and a poly articulating surface was used in revision surgerydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.